Event description:
The pump was returned for investigation. Investigation revealed that the ok button had an intermittent response with contamination found underneath. This report is made based on results of investigation completed on 03/31/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/31/2015 with the following findings: the ok button had an intermittent response and was difficult to press. The keypad was peeling and removed and there was contamination observed under the ok and down arrow button contacts. (B)(6).